Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported multiple instances with no specific details where the IV tubing separated and leaked at the y-port just above the pump. There was no report of patient harm.

Event description:
The customer reported multiple instances with no specific details where the IV tubing separated and leaked at the y-port just above the pump. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a separation at the y-port could not be confirmed because the product was not returned for failure investigation. A photo of the set with an arrow pointing at the tubing to the inlet port of the smartsite was provided by the customer. No separation or leaks were observed per the received photo. The root cause of this failure was not identified.

Event description:
The customer reported multiple instances with no specific details where the IV tubing separated and leaked at the y-port just above the pump. There was no report of patient harm.